Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was damaged and the reservoir fell out of the device. Blood glucose level at the time of the incident was not provided. Customer stated that the reservoir was being held into the insulin pump with duct tape. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had cracked battery tube threads, reservoir tube lip completely broken off and test reservoir will not lock/click in place and minor scratched display window.